Event description:
Clinical study. Same case as MDR 6000089-2006-00196, 6000093-2006-00186, and -00187. It was reported that 295 days after a coronary artery drug eluting stenting treatment procedure the pt experienced a stent thrombosis (st) and underwent a target vessel reintervention (tvr). The index procedure treated one target lesion for total chronic occlusion. Target lesion 1 was a 3.00mm vessel diameter, 100% stenosed region of the mid left anterior descending artery (lad). The lesion was 30.0 mm in length, was mildly tortuous, with mild calcification. The physician predilated the lesion prior to placing 4 taxus express2 8.8% drug eluting stents. The taxus stents placed were three 2.75x32mm, and on 3.00x16 mm. Residual stenosis was 0% after post dilation. Two dissections were listed as procedure complications, one distal and one at the target lesion. The patient was discharged one day post index procedure receiving asa and plavix. The site reported that the pt experienced an st and underwent a tvr 295 days post index procedure. No further info is available at this time.